Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable device was inserted into the patient¿s arm on (B)(6) 2026. Approximately seven days after insertion, the patient developed redness, inflammation, swelling, pain, discomfort, and a palpable lump at the needle puncture site, suggestive of a localized skin reaction or infection. Due to increasing pain and discomfort, the patient removed the sensor two days earlier than scheduled. After removal, she noted a firm, golf-ball-sized lump beneath the skin at the insertion site, accompanied by surrounding redness and swelling. The area had been painful prior to removal. About 24 hours later, because the swelling and discomfort persisted, the patient sought evaluation at urgent care. She was diagnosed with a localized infection and prescribed a 10-day course of unspecified oral antibiotics, which she completed on (B)(6) 2026. No wound culture was obtained, and no topical medications were prescribed. At the time of reporting, the patient stated that pain had resolved, though a residual lump and some redness remained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.